Manufacturer narrative:
The gladiator was returned for analysis and investigation was completed on 26aug2024. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The patient underwent ultrasound-guided balloon dilatation in the stenosis segment in the radial artery of the left forearm. The 4.0 x40, 75cm gladiator elite balloon catheter was released without spillage of the blood flow signals. After removal, it was found to have been deflated. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that there was no pinhole noted in the balloon. The balloon could not cross the stenosis and could not fully inflate.

Event description:
It was reported that balloon rupture occurred. The patient underwent ultrasound-guided balloon dilatation in the stenosis segment in the radial artery of the left forearm. The 4.0 x40, 75cm gladiator elite balloon catheter was released without spillage of the blood flow signals. After removal, it was found to have been deflated. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.